Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive up and down buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. The customer's blood glucose was 201 mg/dl. Customer also reported the buttons were not functional on the insulin pump. Customer also reported the alarm could not be cleared. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.